Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise resulting in inappropriate shock. The lead also exhibited an increase in capture thresholds and a decrease in sensing. The lead was successfully repositioned on (B)(6) 2018. The patient was in stable condition.